Event description:
Reportedly, the anvil came loose from the instrument and remained in the anastomosis. The operating time was increased by two hours and the risk of an infection was also increased. Applied another device and converted to colon-anal anastomosis (instead of colon-rectal).